Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was admitted to the hospital for pneumonia shortly after the implant procedure. The physician believed the pneumonia was a result of intubation during the procedure. The patient was given IV antibiotics. There have been no further reports of complications and follow-up indicated that the patient has found effective therapy